Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during testing, the ok keypad button was intermittently unresponsive. The keypad cover was removed and the ok key contact was found to be inverted. Evidence of contamination was found under the ok button contact. The battery compartment was found to be cracked on the left side. Additionally, the keypad cover was missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with a button contact defect and evidence of contamination. Additionally, the battery compartment was found to be damaged. This report is made based on results of investigation completed on (B)(6) 2015.